Manufacturer narrative:
The customer¿s report that the maxplus valve splattered fluid was not confirmed. Visual inspection of the as-received valves observed traces of clear fluid inside. No traces of blood were observed. No deformities along the interior walls were identified under magnified inspection. Functional and pressure testing resulted in no leaking or splatter from the connector. The root cause was not identified.

Event description:
It was reported that blood splattered after drawing blood from the patient's port-a-cath while drawing blood. The clinician had withdrawn the standard 5ml of blood through a clear needless connector and was replacing the vacutainer when approximately 1ml of blood splattered from the needleless connector onto the patient's chest and clothes. They stated the nature of the needleless connector allows blood to sit on the outside of the device, causing a risk of blood exposure. Although requested there were no further details or information provided by the customer.